Manufacturer narrative:
The 1.9f PICC was returned for evaluation in two pieces. Visual inspection reveals the lumen broke off at the hub. Medcomp engineering reviewed the device and determined the contract manufacturer should confirm whether the lumen depth in the hub is within specification. The device was forwarded to the contract manufacturer and the depth of the lumen inside the hub was confirmed to be within specification. A review of the manufacture records revealed the device was manufactured according to specification. A root cause cannot be determined but is most likely not manufacture related. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was received and is currently undergoing the investigation process. Once the investigation is complete we will submit a follow up report. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
PICC line in patient. Line broke at wing connection.